Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops coming out of the tubing during the load process. Customer's blood glucose level ranged between 250 mg/dl and 280 mg/dl. Reportedly, a new cartridge was loaded resolving the issue.